Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal end low voltage electrode had blood, the helix was distorted/bent and the lead had apparent explant damage. Concomitant product: 4076, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that at a follow up within four days post implant, the right ventricular (rv) lead had an increased threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.